Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. From the returned sample, observed split tubing at the metal wedge flaring site, which caused leakage near the nose of adapter. The tubing was also observed to be over-flared at metal wedge, with split end. The assembly process was reviewed. At the isam machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flared at metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, it was observed that after cut, the stripe location of the split tubing filled stripe was too close to the ID of the tubing. It was suspected that the stripe location not centered was due to mandrel tip protruded from extruder die, which affected the material flow during the tubing extrusion process. The following action was implemented as the correction action for similar quality notification to address the vialon tubing six stripe not centered issue: verification of mandrel tip to ensure not protruded from the die was added in the extruder housekeeping checklist the affected tubing batches were produced before the action implementation. The occurrence rate for leakage due to split tubing defect for tuas insyte products is low ((B)(4)) based on number of complaints received per sales volume in the past 12 months. As current control, there is an outgoing functional test in place to check for catheter tubing leakage. There is also outgoing and in-process visual inspection in place to check for catheter tubing damage which could cause leakage. Communication was conducted for the split tubing defect: communication to insyte isam line production technician to monitor the occurrence of the split tubing defect completed.

Event description:
Found a hole(crack) in the middle of catheter. 22-aug-2024 - additional info received from the complainant. Peddi rakesh leak occurred at the connection between the catheter and the chamber, not due to a crack.

Event description:
It was reported that the bd angiocath plus 20ga x 1.16in had leakage at the catheter junction. The following information was provided by the initial reporter: found a hole(crack) in the middle of catheter 22-aug-2024 - additional info received from the complainant. (B)(6). Leak occurred at the connection between the catheter and the chamber, not due to a crack.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.